Event description:
This 57 yr old male history of impotence had a semi-riding penile prosthesis implanted in 1981. He has noted recently that the right side has not maintained its rigidity and wishes replacement with a more rigid type. Co identifiers (not enough space allotted on form); distal tip: reorder no.:12-3d, part no.: 800214-003 lot ni.: 91001h1007 1 pr. Proximal tip: recorder no. 12-5p part no. 800114-005 lot no. 90050f1004 body: recorder no. 12dpb part no. 800120-012 lot no. 90027d111. Add'l catalog #:800120-012. Add'l lot #:900270111.